Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient received treatment with correction bolus. The patient replaced infusion sets and resumed insulin successfully. No further information is available.